Event description:
It was reported that when patient presented in clinic for a follow up visit, for a setup of a new transmitter and cell adapter with remote care, device was unable to be interrogated and loss of telemetry both inductive and radio frequency was observed. Numerous attempts to pair the patient in clinic were unsuccessful and the transmitter would not identify the device and goes to the tower icon. A new transmitter and cell adapter was attempted however this was unsuccessful. Device was unable to be interrogated with another programmer and the device was pinged fitty times unsuccessfully. An electrocardiogram was placed on the patient the presenting rhythm was in the seventies. Physician opted to replace the device in the morning and admitted the patient to the hospital. The device was unable to be interrogated at all and the device is an advisory device. During the last remote check on (B)(6) 2018 no battery performance alerts were seen. The battery is on normal progression with battery life remaining of 2.6 years. Patient was stable leaving the clinic room. Patient was brought into clinic and an attempt to interrogate the device with the programmer was unsuccessful. Device was explanted and a new device was implanted. New device had good connection with transmitter and cell adapter. Patient was stable.

Manufacturer narrative:
Communication failure and premature battery depletion were confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.